Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tsb45 instrument anvil dislodged ( no problems with cutting and stapling). Another instrument was used to complete the case. There was no consequence to the patient.